Event description:
It was reported that the patient had a pulmonary embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. The next day the patient was experiencing shortness of breath. Two days post procedure the patient had a CT scan that showed they had a pulmonary embolism. The patient received oxygen and xarelto to treat the embolism. 16 days post procedure the patient was discharged from the hospital to a long-term care facility. 2 months post procedure the patient died of an unknown cause.